Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735994r router, serial lot/sw version: - h3, h6: the system was serviced in the field by a medtronic representative. Hardware parts were replaced. Afterwards, the system was performing as intended. Codes b01, c04, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the rep was able to go into the application but was not available to pull images from picture archiving and communication system (pacs). The rep continued with the case by uploading images via a universal serial bus (usb). The case continued unhindered. After the case, the rep pulled aside in the system displaying issues and logged into the stealth admin. The rep found that the self's test showed no information available. It was noted that the probable cause of the issue was with the router. There was no patient present. It was observed upon set job before a case. Then they did troubleshooting after case wrapped up.

Manufacturer narrative:
H6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.